Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The IFU states, the iliac diameters needed to accommodate the 24 fr gore® dryseal sheath are stated as an inner diameter of 9.1mm, as it was reported the right external iliac artery measured 6.5mm, the 24 fr gore® dryseal sheath was oversized and therefore use was outside of IFU.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. According to the report, a 24 fr gore® dryseal sheath with hydrophilic coating was advanced through the 6.5 mm right external iliac artery and the tag device positioned and deployed in the descending aorta without any reported device issues. It was reported, during withdrawal, of the sheath resistance was encountered. Reportedly, an intra-operative angiogram revealed the right external iliac artery had ruptured. An additional procedure was performed to repair the rupture, whereby a contralateral leg component was implanted in the right external iliac artery, and the rupture was reported to have been resolved with no further adverse events being reported. Final angiography showed exclusion of the aneurysm, repair of the rupture and the patient was reported to have tolerated the procedure. According to the report, the cause of the rupture is reportedly due to advancing the sheath through resistance into the 6.5 mm access vessel, which according to the gore® dryseal sheath with hydrophilic coating instructions for use was not of an adequate diameter to accommodate the 24 fr sheath.